Event description:
Additional information was received that the safety switch will be reset, and the plan was to continue to monitor the patient.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch for out of range high pacing impedance greater than 3000 ohms. It was also noted that there was an alert for a low intrinsic amplitude. Troubleshooting options were discussed. Lead remains in-service. No adverse patient effects were reported.